Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 289 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 69 mg/dl. The suspend on low limit in sensor settings was 70 mg/dl. It was also reported that the customer woke up with blood glucose of 250 mg/dl and at one point it was over 300 mg/dl. The customer treated high blood glucose with syringe and insulin pump. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.